Event description:
This complaint is from a literature source. The following literature article has been reviewed: bernard hvd, amy mf, reshid b, hosam em, peter jj, benjamin vb. Corrigendum to ¿revision rates for aseptic loosening in the obese patient: a comparison between stemmed, uncemented, and unstemmed tibial total knee arthroplasty components¿ [arthroplasty today 32 (2025) 101,621]. Arthroplasty today 33 (2025) 101683. Journal homepage: http://www.arthroplastytoday.org/. Https://doi.org/10.1016/j.artd.2025.101683. Https://doi.org/10.1016/j.artd.2025.101621. Objective/methods/study data: this study was to provide authors regret errors in the published article that should be corrected. A total of 1512 patients were included in the study. Those who underwent cemented tka using a tibial stemmed (attune revision tray +50 x 14mm stem) group consist of 150 patients (127 female) with a mean age of 5.4 (4.6-6.2) years and those where (attune primary cementless ) group were used consist of 101 patients (41 female) with a mean age of 5.5 (4.2-6.6) years were compared to a control group (cemented primary attune) consist of 1261 patients (806 female) with a mean age of 6.9 (5.1-8.6) years using a standard cemented implant. The mean follow-up was 6.8 years. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes attune system. Adverse event(s) and provided interventions possibly associated with unknown knee tibial tray (qty 6). 6 cases of tibial component revisions due to aseptic loosening. Adverse event(s) and provided interventions possibly associated with unknown knee tibial insert (qty 6). 6 cases of tibial component revisions due to aseptic loosening. Adverse event(s) and provided interventions possibly associated with unknown knee femoral stem (qty 5). 5 cases of femoral component revisions due to aseptic loosening.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.